Event description:
The hosp reported an incident during an endoscopic vein harvesting procedure. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Upon receipt and investigation of the device, it was observed that the heater wire was not aligned properly with the silicone boot.

Manufacturer narrative:
Investigation: the device was returned to the factory for eval. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the heater wire was not aligned properly with the silicone boot. Based upon the eval results, the reported complaint is being confirmed for heater wire misalignment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).